Manufacturer narrative:
Corrected: d1, d4 (serial & catalog). Cardiogenic shock/arrhythmia: the cause of the injury was not determined due to insufficient clinical details. Pd-anticontamination sleeve-(separation, torn): the cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details.

Event description:
A 57-year-old male patient with dilated cardiomyopathy was admitted with heart failure cardiogenic shock (cs). On arrival to hospital, he was found to be acidotic and hypotensive. The ICU team attempted to wean inotropes however; the patient did not tolerate resulting in acute kidney injury and new onset atrial fibrillation. The team decided to place an impella 5.5 due to his ongoing cardiogenic shock. Due to the impella being too deep on echo, the team repositioned at the bedside. During the patient¿s heart transplant/ventricular assist device workup, he had a gout flare with knee pain. During the patient¿s support, it was noted that the distal end of anticontamination sleeve was ripped off and the white fastener with external catheter was exposed to air at the distal portion. The staff managed this with dressing change and ongoing monitoring. There was not event noted from this. The patient was without clinical complications until he was ultimately transplanted and the impella 5.5 was removed without incident. As this patient was in cardiogenic shock on admission, the symptoms appear to be prior to the impella placement so most likely unrelated. His gout flare was a comorbid condition and not impella related.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.